Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation and tilt. The patient became aware of the events sixty-two months and nine days post implant. The patient also reports fear and anxiety. The indication for the filter implant was prophylactically in a morbidly obese patient that had recently undergone gastric bypass surgery and was high risk due to immobility. While on anticoagulation the patient developed a gastrointestinal bleed, epistaxis and required a transfusion. The filter was placed via the left femoral vein and deployed at the junction of l2-l3 vertebral body. There was no abnormal tilt noted. The patient tolerated the procedure well and experienced no complications. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation and tilt. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures, sixty-two months and nine days post implantation. The patient reports to be suffering from anxiety and fear. Per the information received in the medical records, the patient was morbidly obese. Prior to the filter placement, the patient was admitted to the hospital and received anticoagulation for dvt prophylaxis. Subsequently the patient developed a gastrointestinal (gi) bleed, epistaxis and required a transfusion. The filter was placed as the patient was high risk for dvt due to immobility from a recent gastric bypass operation and was unable to be anticoagulated. During the filter placement procedure via the femoral vein, the filter was deployed at the junction of l2-l3 vertebral body, in good position with the hook facing in a caudal position. There was no abnormal tilt noted. The patient tolerated the procedure well and experienced no complications.